Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure. The customer reported issue occurred during medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was failed. A field service engineer logged into hardware test application and ran tests on full height drawer 6 and observed that the drawer indicated open even when it was closed. After attempting to adjust the hard stop without success, the field service engineer replaced the inseparable with a newer style featuring a larger magnet. While in hardware test application, customer opened and closed the drawer multiple times to confirm the drawer sensor responded correctly to positioning. The customer logged into the station application and performed an inventory of the medications in the drawer to verify that it was properly recognizing closed. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failure. The customer reported issue occurred during medication to patient. There were no adverse events or injuries reported based on this event